Event description:
Reporting status: serious injury - permanent damage/medical intervention. Reporting rationale: dislodged stent requiring medical intervention. Device issue: stent dislodgement. It was reported that the procedure was to treat a lesion in the proximal lad. After successfully implanting a xience stent, angiography revealed there was a lesion distally that needed to be treated. The lesion was pre-dilated and an attempt was made to advance the 2.5 x 08 mm xience v stent; however, it became stuck inside the previously deployed stent. When the stent delivery system (sds) was removed, the stent was observed to have dislodged. The stent remained stuck inside the implanted stent. A 2.0 voyager balloon was inserted into the dislodged stent and deployed it inside the other stent. The outcome was good and no additional attempts were made to treat the distal lesion. There were no reported pt effects. No additional event or pt information is available.

Manufacturer narrative:
Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood in the guide wire lumen. There was contrast in the inflation lumen and balloon. The stent implant was dislodged and not returned. The balloon was loosely folded. There were three bends in the hypotube, 3, 24.5, and 49.5 cm distal to the strain relief tubing. There were no kinks or damage noted to the inner member or tip. There was no other damage noted to the sds. The protective sheath was not returned. The tip seal length was measured and met mfg criteria. Product performance engineering reviewed the incident info and analysis of the returned product. Analysis of the returned sds is consistent with preparation/usage and suggests that the balloon had been at least partially inflated at some point. It was confirmed the stent implant was dislodged and not returned. The inability to cross a lesion can be affected by numerous factors. Further, stent dislodgement can be influenced by many factors. It should be noted that the xience v instructions for use (IFU) states: although the safety and effectiveness of treating more than one vessel per coronary artery with xience v stents has not been established, if this is performed, place the stent in the distal lesion before the proximal lesion, in order to minimize dislodgement risk incurred by traversing through deployed stents. In this instance, since no damage was reported, as being noted prior to use, it appears that the failure to advance and stent dislodgement are related to the interaction with the previously implanted stem, as it was reported. The non-resorbable material unretrieved in the body is a secondary effect of the stent dislodgement. There are no indications of a product quality deficiency. Additionally, three bends were noted in the hypotube distal to the strain relief tubing. There was no mention of this damage in the incident report and likely occurred as a result from handling of the product during packaging/shipment back to abbott vascular for evaluation. This damage does not appear to be related to the reported stent dislodgement or failure to cross. A review of the product lot history records did not reveal any non-conforming material reports issued for this lot that could have contributed to the incident and all on-line inspections and testing met mfg criteria. In this case, the reported failure to advance, stent dislodgement, and subsequent bends in the hypotube appear to be related to operational context of the procedure, which resulted in the nonresorbable materials unretrieved in the body. Product performance engineering will monitor the incident circumstances. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the mfg line before release. Additionally, all stent delivery systems are 100% visually inspected online for stent placement and a sampling of units is destructively tested to verify stent dislodgement force. This MDR is considered closed by the product performance group.